Event description:
It was initially reported via receipt of an implant card, that the vns pt had surgery where both the lead and generator were replaced "prophylactically". Further review of the in-house programming history was performed, which revealed that the pt was seen in (B) (6) 2006, where a system diagnostic test revealed high lead impedance. The device was not disabled when the high lead impedance was observed. There were no other diagnostic test results available. Good faith attempts to obtain additional info from the physician are underway. Good faith attempts to obtain the explanted devices for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.